Manufacturer narrative:
The root cause and CAPA for the confirmed complaints are as follows: identified the root cause as method/document does not exist. The root cause was determined in a previous investigation for the same batch (1714538). There was not a manufacturing work instruction (mwi) that explains how to perform die cutter re adjustments during manufacturing. In addition, no procedure was identified that contains the instruction to open the cull station during die-cutter readjustments to ensure all produced wraps are rejected and do not move to the packaging portion of the manufacturing line. Commitment was closed on 28aug2015 to address the die cutter calibration process. No defects were found in the evaluation of the retain samples. There are specific product use instructions on the carton and pouch film "do not use if the heat cell contents leak and/or wrap is damaged or torn". Prelim. Confirmation status: not confirmed. No further investigation required. Investigation summary: the root cause category is non-assignable (complaint not confirmed). The sample is not available for evaluation, the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related: no. Complaint confirmed no. Design related: no. Notify safety: no. Additional approval(s) required: no. Regulatory impact: no. Root cause category (tier 1): non-assignable (complaint not confirmed). Product quality impact: no. Stability impact: no. Market / clinical impact: no. Final confirmation status: not confirmed.

Event description:
Event verbatim [preferred term] two separate packs that do not work/one full pack was already hardened; broken and leaking the black heating agent out of the wrap itself [device leakage]. Case narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to use thermacare heatwrap (thermacare menstrual) (device lot number s68528, expiration date mar2020) from an unspecified date for endometriosis. The patient medical history and concomitant medications were not reported. The consumer reported "I buy 8 to 10 packs of the menstrual heat pads at a time due to suffering from endometriosis. I live by these, however in the last batch that I bought, I have had two separate packs that do not work. One full pack was already hardened and thus would not heat and the other pack that I opened last night were all broken and leaking the black heating agent out of the wrap itself. I have pictures of the boxes to show the date and batch number." She discarded the heat wraps. The action taken with thermacare heatwrap and outcome of the event were unknown. Product quality complaints group provided following investigation result on 05jul2018. Expiration date: mar2020, lot number s68528, sub class cells damaged/leaking. Sample status: not available. The root cause and CAPA for the confirmed complaints are as follows: identified the root cause as method/document does not exist. The root cause was determined in a previous investigation for the same batch (1714538). There was not a manufacturing work instruction (mwi) that explains how to perform die cutter re adjustments during manufacturing. In addition, no procedure was identified that contains the instruction to open the cull station during die-cutter readjustments to ensure all produced wraps are rejected and do not move to the packaging portion of the manufacturing line. Commitment was closed on 28aug2015 to address the die cutter calibration process. No defects were found in the evaluation of the retain samples. There are specific product use instructions on the carton and pouch film "do not use if the heat cell contents leak and/or wrap is damaged or torn". Prelim. Confirmation status: not confirmed. No further investigation required. Investigation summary: the root cause category is non-assignable (complaint not confirmed). The sample is not available for evaluation, the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related: no. Complaint confirmed no. Design related: no. Notify safety: no. Additional approval(s) required: no. Regulatory impact: no. Root cause category (tier 1): non-assignable (complaint not confirmed). Product quality impact: no. Stability impact: no. Market / clinical impact: no. Final confirmation status: not confirmed. No follow-up attempts are possible. No further information is expected. Follow-up (01jul2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: the event "two separate packs that do not work/one full pack was already hardened; broken and leaking the black heating agent out of the wrap itself" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device., comment: the event "two separate packs that do not work/one full pack was already hardened; broken and leaking the black heating agent out of the wrap itself" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device.